Manufacturer narrative:
A ge service rep performed an on site investigation. The interconnect cable was repaired and the battery pack was replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the 9600 system had poor image quality with grainy images. No pt injury was reported.